Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the high blood glucose by administering a correction injection via manual daily injections and did not require assistance from a third party. Technical support provided guidance on resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.